Event description:
It was reported that the external pulse generator (epg) has a broken connector. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis it was noted that the upper case, two side bail covers and the battery drawer were broken, one side bail was missing, the keyboard was scratched and its liquid crystal display gasket was seeping out. The device was to be scrapped in-house.

Event description:
It was further reported that the generator was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).